Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 450 mg/dl. Caller stated that the customer's infusion set cannula was bent when it was removed at the hospital. Caller also stated that the customer had hard time breathing prior to hospitalization. Nothing further was reported.